Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the nc quantum apex catheter was received with no original packaging or other device. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the vessel had moderate calcification. The balloon ruptured at 16atm on the 2nd inflation. The device was removed from the patient intact. The procedure was completed with a different balloon.

Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The detail and location of the lesion is unknown. The 15 mm x 3.00 mm quantum apex mr was used for dilatation. During the procedure, the balloon ruptured at an unknown pressure. There were no reported complications of the patient.

Manufacturer narrative:
(B)(4).